Event description:
Reportedly, when a package of electrodes were opened, the electrode gel lifted. Another set of electrodes were opened and used. The reporter stated there were no adverse affects to a pt resulting from the discrepancy.